Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that on (B)(6) 2018, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."

Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Updated fields: a2, b2, b4, b5, b7, d3, d4 (catalog no, lot no, UDI no), d.6b, g1, g3, g4, g6, h2, h6, h10, h11. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It is alleged by the patient's attorney that on (B)(6) 2010, the patient underwent surgery for implant of an unspecified bard/davol perfix plug. It is alleged that on (B)(6) 2018, the patient had unspecified injuries. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." Addendum per additional information provided: on (B)(6) 2010 ¿ patient was diagnosed with left inguinal hernia thereby underwent open repair with the implant of perfix plug (device 1). Per op notes, ¿an indirect component was ligated. The direct hernia was repaired with a perfix plug (device 1). Then, onlay patch was placed into inguinal ligament and transversalis fascia using sutures.¿ on (B)(6) 2018 ¿ patient was diagnosed with left recurrent indirect inguinal hernia, umbilical hernia thereby underwent robotic repair with the partial removal of mesh (device 1) and open umbilical hernia repair with the implant of ventralex mesh (device 2). Per op notes, ¿on left, hernia sac was encountered. Recurrent hernia on the left with an indirect component was noted. The majority of preexisting plug (device 1) was removed. A small portion of mesh was left in place. The biological mesh was folded to cone like configuration and placed into defect using sutures. Attention to umbilical hernia, ventralex mesh (device 2) was placed intraabdominally and deployed in standard fashion using sutures.¿